Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture presented in the outer conductor fracture. The lead was having high impedance high out of range. No additional adverse patient effects were reported.